Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in cephalic vein. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was removed successfully and no device fragments left inside the patient. The procedure was completed with no patient complications reported.